Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The actual coil implant was not returned. The investigation of the returned pusher found that the monofilament experienced a tensile break based on the shape and profile of the end. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil detached unexpectedly in the microcatheter. The coil and delivery wire were successfully removed from the patient. There was no reported patient injury, who was fine.